Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that within a month of implant, the right ventricular (rv) lead exhibited high thresholds and a decrease in r wave amplitudes. A microdislodgement was suspected. The lead was revised, and remains in use. No patient complications have been reported as a result of this event.